Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the lcd display screen was found to be damaged. The observed damage was consistent with the device being dropped. The device's lcd display screen was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.